Event description:
A caller reported an issue with the pump battery not charging. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to charge the pump using a wall outlet and a tandem charging cable but was unsuccessful. Technical support instructed the caller to try a different charging setup, which involved using a different wall adapter, resolving the issue, and allowing the pump to begin charging. No further assistance was required.